Event description:
An initial report of hospitalization was received by united therapeutics on 19-oct-2023 and forwarded to millyard advanced medical products, llc on 20-oct-2023. The patient reported having a low battery alarm that could not be resolved via troubleshooting. The patient attempted to use their back up pump but was unable to pair with the remote. The patient was able to pair the backup pump with the first remote, but received an alarm. The rn from the patient's doctor's office later reported that the patient was asymptomatic and stable but would be seen in the hospital for admission. The patient then went to the hospital to continue receiving remodulin therapy. Products in use at the time of the event were received on 02-nov-2023. Logs from paired remote (B)(6) and pump (B)(6) show that on 19-oct-2023 (the date of the initial complaint), the system generated a pump failure alarm and a pump error alarm. Logs from pump (B)(6) show that the system generated two pump failure alarms. Pump (B)(6) had difficulty pairing and generated an alarm upon insertion of a battery. The specific alarm could not be determined because the pump could not pair to a remote. Visual inspection shows signs of remodulin in all three of the pumps, which was the likely cause of the alarms. All pumps functioned within specification because they alarmed accurately and entered a failsafe state when no longer able to provide therapy. All returned batteries functioned within specification. They charged properly and held an expected amount of voltage. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.